Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding patient receiving intrathecal gablofen (concentration 2000mcg/ml; dose 598.9mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. On (B)(6) 2015 the patient underwent a wound wash. During the wound wash, the pump was disconnected and washed with betadine. A new mesh pouch was put on the pump and the pump was connected and placed back in the pocket after the wound wash. It was unknown it any diagnostics or troubleshooting were performed. The issue was resolved. Patient status at the time of the report was alive with no injury. Additional information was requested regarding the reason for the wound wash, patient symptoms related to the event, and event resolution following the wash. A supplemental report will be submitted if additional information is received.